Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic and right common iliac aneurysm, and was implanted with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was placed on the right. On (B)(6) 2011, the pt underwent re-intervention and a bare stent was placed to extend the ipsilateral leg component and stretch the tortuosity of the limb. The pt tolerated the procedure. During the interim of (B)(6) 2011 and (B)(6) 2011, the pt was scheduled for re-intervention on (B)(6) 2011 and (B)(6) 2011. The physician chose to not intervene on (B)(6) 2011 and treated the pt with sintrom. It was reported that the thrombus and leg claudication lessened. On (B)(6) 2011, the endoprosthesis had thrombosed, and the physician chose to treat the pt with urokinase.

Manufacturer narrative:
A review of the manufacturing records for the device has been completed. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Tortuous anatomy.